Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted. A lead fracture was confirmed. During the explant it was difficult to explant this lead, and the a part of the lead separated from the proximal coil. It was also noted that this patient received an inappropriate shock. The physician believed that the damage to the lead was a result of the patients activity level. The lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the rs coil negative was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
Upon analysis this investigation will be updated.